Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed based on the damage and wear observed the event could occur if the instrument were operated under power. Visual inspection of the returned components found that the cut guide shows dings and also wear and tear that indicate successful use during a potential field age of approximately 13 years. The middle section of the screw drill shows heavy scratches and the threaded portion exhibit minor gouges. Dimensional analysis was performed and the device found conforming to print and also passed a functional check by hand without issue. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Investigation results concluded that the reported event was due to instrument wear. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant products ¿ 0 degree left cut guide catalog 00599707500 lot 60190767. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure the drill bit cold welded to the cut guide even though it was able to inserted easily. The procedure was completed with another device with no adverse events reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filled to relay additional information. Evaluation in progress. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.